Event description:
The customer reported that the system had a communication error and would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. A printed circuit board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.